Manufacturer narrative:
(B) (4)

Event description:
It was reported that during final tightening of the screw, the ring spun. Screwed removed and ring was spun back. Parts remain implanted. Patient outcome: no adverse effect reported as a result of this event.

Event description:
The facility representative reported a colleague volumetric infusion pump that is "broken". They are unsure of when this occurred. There was no patient injury or medical intervention associated with this report. The pump is being returned to baxter for service. Baxter service technician confirmed the pump was "broken" during service due to phm keypad stop button not working properly. There is no additional information available.

Manufacturer narrative:
(B) (4)evaluation summary:during service, a pump head module (phm) keypad stop button that was not working properly was discovered. The phm keypad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.

Manufacturer narrative:
The software version is 5.09.90, and will be categorized as a colleague 2006.